Event description:
According to the reporter, the product promoted inflammation of the pelvic tissue and contributed to the formation of severe adverse reactions to the mesh.

Manufacturer narrative:
(B)(4). Initial report sent to FDA 0n (B)(6) 2015.

Manufacturer narrative:
Reference number: (B)(4). Based on additional information received, it has been determined that multiple products used have been manufactured at other facilities; therefore, a report has been generated under manufacturing report #s 9615742-2016-00066 and 9615742-2016-00067 (reference number: (B)(4) respectively) to capture the change. No further information will be reported under this manufacturing report #.